Event description:
On (B)(6) 2021, a journal article was retrieved from the journal of arthroplasty (2021) that reported a retrospective study from germany that looked at the accuracy and outcomes of a modified medial approach vs. A lateral approach in lateral unicompartmental knee arthroplasties. The purpose of the study was to identify if one approach was superior to the other. The study reviewed 175 patients with lateral ukas performed between 2015 and 2020. In the lateral approach group (n = 82), 26 patients (31.7%) were men and 56 patients (68.3%) were women. The mean age was 68 years. In the medial approach group (n = 93), 33 patients (35.5%) were men and 60 patients (64.5%) were women. The mean age of the patients was 71 years. Follow-up was completed with postop x-rays and one year patient-reported outcome scores. The study reported 7 patients required revision; of which, 2 in the medial approach group were revised due to inlay luxation. Additional information on the reported event is unavailable.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown femoral component, unknown tibial tray. Report source: foreign country: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The reported event was identified during review of a journal article keppler, l., klingbeil, s., navarre, f., michel, b., fulghum, c., & reng, w. (2021). Implantation accuracy of a lateral unicompartmental knee arthroplasty: a hoffa´s fat pad¿preserving medial approach versus the transpatellar lateral approach. The journal of arthroplasty, 36(8), 2752¿2758. Https://doi.org/10.1016/j.arth.2021.03.047. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.